Manufacturer narrative:
The autopulse platform associated with this complaint was not returned for evaluation. The customer claimed that the autopulse platform is functioning properly ever since that day of the event without any problems. No further action required from zoll.

Event description:
During shift check, the autopulse platform (sn (B)(4)) does not power on with three different autopulse li-ion batteries. The three batteries does powers on another autopulse platform. No patient involvement.